Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; a portion on the outer perimeter of the top piece of the spacer broke off. The root cause is attributed to misuse and heavy usage. The date code (B)(4) indicates the instrument was manufactured in december 2004 and is over 11 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A piece of the spacer has snapped off. This case has been reported by the loan kit technician during loan kit inspection.